Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Customer used another cartridge and insulin therapy was resumed. Customer's blood glucose was 82 mg/dl.